Event description:
Noticed terrible pain with intercourse which I hardly ever did but it never hurt. Bleeding. After, a month everything collapsed again it felt like I never had any surgeries. Odor rotten, consistently and has ruined my relationship and haven't been able to have one since due to severe criticism and accusations, embarrassment, and I feel worthless as a woman. I'm not worth being with now. The odor is band and strong and major discharge. I didn't know about a recall. Thought it was my fault but it's not. It's ruined my relationships and I feel awful about myself more than I did before. I had 5 surgeries and I need them fixed. The odor is awful. I can't even got close to someone at all. Pants hurt to wear sometimes. Bladder is weak and I can't make it to the bathroom a lot again but it worked for that at first. I did everything I was supposed to do. No tests so far. Homeless. No money. FDA safety report ID# (B)(4).